Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level 144-202 mg/dl. Reportedly, the customer changed the cartridge and infusion set, and did not observed any issues with the pump supplies. Customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.